Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history gave no indication of a lot specific product issue. Based on the information reviewed, the single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported mitral regurgitation was an outcome of slda. Additionally, the reported patient effect of mitral regurgitation, as listed in mitraclip ntr/xtr instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Difficulty was met visualizing the mitral valve. The clip delivery system (cds) was advanced however difficulty was met grasping the leaflets. Eventually the leaflets were grasped and the clip deployed. Approximately 5 minutes later, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip. During the preparation of the third cds, it was noted the second clip had detached from the posterior leaflet. The decision was made to abort the procedure with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.